Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were going to have it removed because they were having an issue, and it's causing their pelvic floor and back to spasm. Patient stated that the doctor there wasn't really a follow up with the doctor who put it in, and just told them to play with the setting, and said that they didn't really have any device support and made the adjustments themselves. Patient stated that they turned it off for a year, and just decided to have it removed because they got frustrated. Patient asked for programming information. Agent reviewed that each program has a different way of stimulating the sacral nerve that affect the symptom relief. Patient will try changing programs and will give it a try again. Patient to monitor the issue after adjusting the therapy setting.